Event description:
It was reported that pump housing around usb port was damaged, with customer concerned that exposed end could let in moisture, although charging ability was not affected. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and technical support determined damage affected pump¿s watertight seal, arranged replacement pump under warranty.